Manufacturer narrative:
The atrial fibrillation was recorded on the study adverse event form as being "possibly" related to the study device and/or angiographic procedure. However, the serious adverse event form states that the site is "uncertain" whether the event was caused by the study device and/or procedure. Follow-up with the site physician could not rule out device relationship because the atrial fibrillation occurred soon after the procedure. The atrial fibrillation was believed to have been chronic however, never documented prior to the event. The patient was started on coumadin. The atrial fibrillation was reported as continuing at study completion (90 days post-procedure). During the 90-day follow-up assessment, the modified (B) (6) scale score was reported to be 0 (no symptoms). This event is being reported as a medical device report because its possible and uncertain relationship to the device.

Event description:
Patient was admitted with an occlusion of the left ica supraclinoid. One day post-procedure, the patient was in nsicu on telemetry when they were noted to go in and out of atrial fibrillation. Atrial fibrillation was believed to have been chronic; however, it was never documented prior to this event. The operative report stated that there was initial difficulty advancing a psc041 and therefore, a microcatheter was advanced into the ica. The psc041 was reintroduced with and a single aspiration pass was made. A control angiogram revealed a timi3 flow within the terminal ica, left anterior cerebral artery, m1 segment of the mca and pca. An embolus was noted within the origin of the superior division of the m2 branch and evidence of fragmentation and embolization of the pca. Clot component with distal right pca occlusion. A psc026 was advanced into the superior division of the m2 and 3mg r-tpa were injected into the clot. A pass was made using the penumbra system and a second control angiogram was taken. The angiogram demonstrated continued significant stenosis secondary to residual clot. An additional pass was made with the 026 system. The angiogram showed near total resolution of the clot. There was evidence of peripheral m4 occlusions.